Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation. The device was returned in good condition. The keypad and labels were intact. The lens was scratched however. The event log recorded a high pressure alarm. The customer reported issue was duplicated, however measurement of the sensors found the values to within manufacturing specification. The dso sensor was replaced, along with the lens. The root cause of the product problem was not established.

Manufacturer narrative:
The returned device was given functional testing. The returned device was found to function within specifications. The device event history log was downloaded and examined; this showed multiple "high pressure" alarms had occurred. The downstream occlusion sensor was replaced as a preventive measure but the device was found to meet with specifications.

Event description:
It was reported that the device gave an alarm with the message of "high pressure". No known adverse effects to patient.